Event description:
Customer received a blood result on her bayer meter and compared it to her result from the hospital meter. There was a 50mg/dl difference between the two. The specific results were not obtainable but depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Further info was not obtainable because the call was disconnected. The csr made attempts to get in touch with the customer but to no avail.

Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the MFR date or 510k number without the meter info.